Event description:
It was reported that removal difficulty was encountered. The target lesion was located in the heavily calcified anterior tibial artery. A 300cm journey guidewire was advanced to the dorsalis pedis artery; however, the device was not able to enter the lesion. During retrieval, the wire was caught by the heavy calcification and was disconnected by 30cm from the tip. The patient was in good condition without further complications. The procedure was completed with another of the same device. Surgery was arranged and the wire was removed surgically.